Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring. Unit passed the idle current test, run current test, self test and off no power test, prime, compromised force sensor system test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Unable to verify motor error alarm and perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor errors and would cause to rewind multiple times to clear the error. The insulin pump will not be returned for analysis.